Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. During visual evaluation, the device appeared to have residue and both slides were in their initial positions. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 15 times with each trigger, for a total of 30 dry fires. The device was able to prime and fire properly. All 30 dry fires were completed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Upon further functional testing, a drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide self-activated. An x-ray was performed on the sample and the x-ray showed that the cannula tangs were not fully engaging with the device housing. The device was disassembled, and internal parts were inspected. Upon disassembly, it was observed that the right bumper was bent. The tangs did not appear to be damaged or deformed. During dimensional observation, the acceptable range for the stylet tang was measured and was not within the acceptable range. Therefore, the investigation for the reported limited information is kept inconclusive as there was no objective evidence provided for review. However, the investigation is confirmed for the identified self-activation as the device self-activated during the drop test. A definitive root cause for the alleged limited information and identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 02/2024).

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a malfunction. The procedure was completed by using another device. There was no patient contact.